Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure the patient experienced a post-operative leak. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained additional information regarding the reported even: it was reported that after a sleeve gastrectomy surgical procedure on (B)(6) 2022 the patient experienced a post-operative leak. The surgeon confirmed there were no intraoperative complications, and the procedure was completed. However, the patient experienced post-op bleeding after the initial procedure and stayed in the hospital for a couple of days for it to self resolve. The surgeon had stated that the leak tests done during the procedure were negative. There is no video recording of the procedure. On postoperative day # 11 ((B)(6) 2022), the patient returned to the surgeon's clinic for a wound infection. The surgeon opened the wound and cleaned it, and asked her to come back in a couple of days. On (B)(6) 2022, the patient returned; however, she looked sick, and hence the surgeon had a CT scan and a wound wash done. The scan indicated a leak, and she was sent to another hospital to see an advanced endoscopist. The endoscopist scoped the patient, and two staple line leaks were detected. A percutaneous drain was placed. The endoscopist placed sutures and an endoscopic vacuum. A couple of days later, when the endoscopic vacuum had to be removed, distal to the endoscopic vacuum, it was identified rest of the staple lines were dehisced. Then sutures and a stent were placed endoscopically. The surgeon believes the staple line leaks were not the first or the last fire; however, in between those two fires. The patient is reported to be recovering well. The surgeon stated he has not had leaks on a previous system he has been using, he is not sure if it is related to the different system he has been using the past few months. The surgeon made a general statement that the stapler instrument moved in the opposite direction when first engaged and corrects itself.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse, was called to do a systems check on (B)(4), and found that it failed calibration. The right mtm failed the signal range test. Removed and the fse replaced the mtm. It is unknown if there is any correlation between the alleged issue and the fse findings. It was also noted that the surgeon re-assigned control of arm1to the right master. Anytime there is a reassignment of any kind there is potential for the instrument to need to re-align itself to the position of the new master. The (B)(4) was returned for failure analysis, and the reported failure was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The (B)(4) was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. The mtm will be re-calibrated as a precaution. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the products involved with this incident for failure analysis investigation but it has been confirmed that none of the products will be returned to isi as there was no issue during the initial procedure and the products were discarded. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analyst (afa) engineer conducted a stapler log review for the event on (B)(6) 2022, on system (B)(4) for the sureform stapler instrument with part number /lot# - 480460-09/t90220126-0264 was used to fire 5 reloads and there are 7 uses left (total 12 uses). Logs confirmed the 5 complete firing events without any errors. This complaint is reportable due to the following conclusion: after a da vinci-assisted sleeve gastrectomy surgical procedure the patient experienced a post-operative leak. As a result, the patient had a couple of endoscopic procedures to address the leak with sutures and a stent. The cause of the reported post-operative leak is unknown.